Manufacturer narrative:
Device evaluation update: results of investigation: vyaire medical was able to confirm the issue, and it was resolved following a software update to 6.0.1900.0. The customer was advised to run full pm and report back if the error reappeared, and the technician was advised to replace the o2 cell, perform 2p calibration, and then o2 verification at all increments (30, 40, 50, 60, 70, 80, 90, 100) and to let values stabilize for 3 minutes each test. The unit passes testing at all increments. Root cause of failure was determined due to most likely false-positive triggering of alarm 271 / 388 at o2 flow rates below 1 lpm only. This has been improved since software v6.0.1800.0 with a new alarm criterion avoiding the alarms from being triggered in such irrelevant situations. Exact root cause under investigation with I-ch-19-042 / CAPA: 000000617 / scar sc-ch-20-002. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logged and log files were requested. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e was intermittently alarming with an error message "oxygen input error" while connected to a patient and ventilating. Even with the error, the ventilator continued to provide ventilation to the patient. There was no clinical change despite the fact that monitoring was observed. The actual oxygen input appears to be unchanged, resulting in an erroneous alarm. Furthermore, the patient was transferred to an alternative ventilator but no patient harm reported.